Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -8.0/+1.5/091 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue on the product. Visual inspection found haptic deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).